Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, distal left anterior descending artery. No predilatation was performed prior to the attempt to stent. After deployment of the 3.0x18 mm xience prime stent, a dissection was observed. Another stent was used to treat the dissection successfully. The patient is reported to be fine and stable. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted via direct-stenting (no pre-dilation). It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.